Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the surgeon was revising all components for osteolysis, wear and patient instability. Poly was worn completely through and joint had a lot of metelossous. The revised knee was an amk knee believed to be put in calif in 1968 or 1987. However, they were not able to read any identification number of explants. Surgeon choose not to revise the patella component. Patient dob (B)(6). Also the form asking date of original implantation requires a yr, month and day which as noted they only had the patient's estimate of procedure date. Doi: (B)(6) 1986. Dor: (B)(6) 2019. Right knee.